Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was attempted in a mildly calcified common femoral artery using a prostar xl device prior to an endovascular aneurysm repair (evar) procedure. Reportedly, insertion of the prostar xl device was difficult due to morbid obesity. There was no marking from the prostar xl marker lumen. The prostar xl needles were deployed but did not capture the artery. The sheath was upsized to 14f and the evar procedure was completed. Hemostasis was achieved by surgical cut down and suturing of the artery. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.